Event description:
It was reported that the patient presented for follow-up. An interrogation of the implantable cardioverter defibrillator showed a delay in high voltage therapy. Further evaluation found that the patient experienced a ventricular tachycardia episode slower that than the programmed therapy zone. Programming interventions were made. The patient was stable.